Manufacturer narrative:
This report is submitted on august 14, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site on (B)(6) 2020, and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).